Event description:
On (B)(6) 2005 at 0640, received report that a resident on "d" wing was 1/2 on and 1/2 out of the bed and appeared to be deceased. I called up the hall to the medical director and we went immediately into the resident's room to find her in a low bed lying on her back. Md assessed her vs and stated she had a faint heartbeat. Other (B)(6) personnel entered the room and we departed. On (B)(6) 2005 a complaint survey was initiated by (B)(6) which involved allegations of a faulty bed involved in resident's death.